Event description:
Evaluation revealed a misaligned display screen. The force sensor pins were intact however the force sensor connection to the pcb was defective.

Manufacturer narrative:
Evaluation revealed a misaligned display screen. The force sensor pins were intact however, the force sensor connection to the pcb was defective. Review of the pump history revealed loss of prime warnings associated with zero force. The pump was primed successfully and exercised with no alarms occurring.